Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2016 with the following findings: a review of the pump black box revealed no evidence of a battery life issue. The black showed that the pump was manually suspended. The battery voltage in the black box was within specification. The pump current draws all measured within specification. A battery life issue was not duplicated during testing. The pump cover was removed and there was no intermittent connection or moisture damage observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.